Event description:
The customer reported the collimator stays closed and there is a vertical white line on the screen. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced a collimator control card. The system operates as intended.